Event description:
It was reported that the power switch for an (B)(4) concentrator has a short circuit causing the unit to alarm or have a red light on.

Manufacturer narrative:
Per the repair statement, additional parts needing replaced to complete the repairs; 4-way valve was sticking; sieve bed fitting was leaking; manifold hose clamp was leaking; zip tie was loose.